Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was received with the stent detached from the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The stent of the device was not returned for analysis. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were also visible in the guidewire lumen indicating the device had been advanced over the guidewire. The bumper tip od was measured and was within specification. There were five folds observed at each end of the balloon and it was noted that the balloon had been inflated and deflated prior to being returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, eccentric, de novo, 16mmx 2.5mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified mid left circumflex (lcx) artery. A non-bsc guide wire was advanced towards the lesion. Following predilation, a 2.50x20mm promus element¿ drug-eluting stent was selected for use and advanced, but failed to cross the lesion. The device was removed and the procedure was not completed due to same device was unavailable. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation. It was further reported that the stent was able to cross half of the lesion and could no longer be advanced to the distal end of the target lesion. The physician attempted to withdraw the device, but the stent dislodged. The physician suspected that the dislodged location of the stent was too tortuous and calcified, so there was no attempt made to remove the dislodged stent. Instead, the physician decided to directly use the ¿stent balloon¿ to release the dislodged stent at the dislodged place.